Event description:
The customer reported missing signal at the fl3 position when running flow check and flow set on their fc 500 flow cytometer. There was no report of death, injury, or change to patient treatment as a result of this event. No erroneous results were generated .

Manufacturer narrative:
Patient information is not applicable. There was no impact to patients as a result of this event. The field service engineer (fse) was on site and confirmed what the customer reported. The failure caused missing signal at the fl3 position when running flow check and flow set. To resolve the issue the fse replaced the fl3 tarpon amp board on the instrument. Bec is filing an MDR for this event based on the FDA classification of the 08 jan 2018 urgent medical device recall as a class I recall on 20 nov 2018 (recall number z-0471-2019 for fc 500; recall number z-0472-2019 for epics xl/xlmcl). Bec internal identifier (B)(4).